Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. The customer also reported that they had a high blood glucose level that was over 400 mg/dl. The customer treated the high blood glucose with the insulin pump. Troubleshooting was performed. It was found that the insulin pump was on suspend. The customer was able to turn off the suspend mode and rewind the insulin pump. They declined troubleshooting for the high blood glucose. The customer¿s current blood glucose level was 298 mg/dl. The device will not be returned for analysis.